Event description:
Additional information was received from the patient. They reported that everything got resolved by her son-in-law and the manufacturer representative (rep) on may10th. They did some troubleshooting together since they speak in english. Patient said everything works fine, the battery was good, it was patient that didn¿t understand how to use the device. When asked for the serial number (sn) she couldn¿t find it. Also she tried to reach the ID card, but she said other number that wasn¿t the sn. Patient said she will try to find it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they got their stimulator on monday and they called because they don't know if something is wrong with this piece or they do not understand it. Patient also stated they saw charge speed and it was set to 4, but it was way too hot and intense, so they put it to level 2 which was much better. Agent suggested patient may find patient education easier to be performed in person again by manufacturer representative (rep) and redirected patient to their healthcare provider.

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.